Event description:
The customer reported that the image exhibited poor visibility where the customer struggled between the image not being bright enough or was too bright that the image turned completely white during an inspection for use involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.